Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Additional information was received that olympus provided the following result of the culture testing, performed at the third-party labs: sampling date: 16-apr-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: 11 colony forming units (cfus) of bacillus species; staphylococcus capitis. The customer hygiene microbiological investigation (hmi) results and cleaning disinfection and sterilization (cds) processes were unavailable. The subject device was returned for device investigation. The device evaluation did not confirm the customer reported failure. However, foreign objects were found on the distal end cover of the scope. There was no report on the subject device being used in a procedure after the suggested event was reviewed. According to the investigation, the probable cause of the reported issue could potentially be a correlation between the device status and cause of contamination. In addition, the device reported issue such as foreign objects found on scope distal end cover could be a source of microorganisms. However, without the cleaning, disinfection and sterilization (cds lists) information from the customer, investigators were unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported issue was caused traced to user. However, the most probable cause of issue found during device evaluation was not established, this indicates that the findings did not lead to a clear conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.